Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected low battery. Unit passed self test and unexpected restart error alarm test. No unexpected restart. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced an unexpected restart on their insulin pump. The customer's blood glucose value was unknown. The customer was having issued with shortened battery life prior to the unexpected restart. Troubleshooting was completed. Advised customer to discontinue use of the insulin pump and revert to a back up plan. The product is being returned for analysis.